Event description:
Boston scientific crm received info that this ventricular lead had migrated (verified on x-ray) and was exhibiting phrenic nerve stimulation. It was noted that the lead would not sense or capture either. The bsc rep suspects the lead had possibly perforated and was outside the myocardium. The pt did not have any symptoms or adverse consequences. The pt was brought back to the cath lab and the lead was repositioned successfully. As of this report, the ventricular lead remains in service and to this date, no adverse pt effects were observed. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.